Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient's healthcare provider reported that the patient experienced inaccurate cgm values seven days after the sensor was inserted in the arm. The patient experienced unresponsiveness for a total of 35 minutes. The cgm was reading 144 mg/dl and the blood glucose reading was 34 mg/dl. The patient was transported to the hospital, treated with glucagon, and recovered after treatment. The patient was monitored until the bg increased. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.